Event description:
Patient complained of pain. On xray examination, acetabular insert was seen to be worn superiorly. Surgery was scheduled. Surgeon removed 28mm 10degree insert and 28mm ceramic head. Replaced with fresh locking ring, 36mm and +4 insert, and 36 +0 femoral head.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient complained of pain. On xray examination, acetabular insert was seen to be worn superiorly. Surgery was scheduled. Surgeon removed 28mm 10degree insert and 28mm ceramic head. Replaced with fresh locking ring, 36mm and +4 insert, and 36 +0 femoral head. Update rec'd 07/01/2014 - patient's medical records were received. Records indicate the patient's femoral head was riding high due to the poly wear of the liner. Upon revision the locking ring was exchanged for precautionary measures although it appeared to be intact. Update received 9/10/14. Medical records provided indicate that the acetabular cup was malpositioned. A cup is being reported to address the malposition. Doi (B)(6) 1999 - dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related as the malpositioned cup could have contributed to accelerated polyethylene wear rates. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.